Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2020, it was observed that the endoscope device was foggy. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was foggy, was confirmed. The following defects were found with the device upon evaluation : outer tube damaged, distal tip distal tip has deposits. Image error, on camera image cloudy/blurred. Moisture in system. The device was repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the damage to the outer tube and improper cleaning / maintenance would have caused the deposits on the distal tip and the moisture inside the scope. The defective distal tip and moisture inside the system would have caused the device to display the cloudy image. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/13/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.